Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). After a MRI at 1.5 t conducted on the patient with the implanted device(done for 30-40 min only on the brain), although the device was properly set (functionality test and coiling configuration of the microsensor), the transducer stopped to work and to monitor the pic. It was necessary the explantation of the device. (B)(4). (B)(6) 2015 per affiliate: 1) were there any adverse consequences to the patient? No, there aren't. 2) what actions were taken as a result of this incident? Change microsensor 3) please provide the original implant date if known. The doctor doesn't remember the date and doesn't have any document 4) was the device revised or was it removed and monitoring discontinued? (Icp) ) yes, after the rm the device was removed because it was unable to perform the measurement of pic. So it was revised with new one.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the sensor was not functional, and appeared burned. There was adhesive missing from the sensor area (hole), and internal wires were not reading at the connector. Due to the condition of the device, no further functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be use related. Trends will be monitored for this or similar complaints.